Event description:
It was reported by service report that the top of the pt head right siderail was cracked with sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged siderail panels.